Manufacturer narrative:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. Identification of issue has been done by analyzing problem description, service report and attached photo. According to the information provided by the technician, the device was checked and nozzle unit on air gas module was replaced. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported as the faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. There was no patient involvement. Manufacturer's ref. #: 908695.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of field # brand name, # version or model #. - brand name - previous brand name: servo-I - corrected brand name: servo-I base unit - version or model # - previous version or model #: servo-I - corrected version or model #: 6487800.